Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not hear beeps when audio volume settings were saved. The device will be returned for analysis.